Event description:
It was reported that at the user facility the radiolucent right angle drive disassembled. No further information was provided by the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that at the user facility the radiolucent right angle drive disassembled. No further information was provided by the user facility.

Manufacturer narrative:
Upon visual inspection, the pin holding the safety bar was found to be missing. The device was repaired and returned to the user facility.